Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service technician at the customer's location. The technician was able to confirm the power supply error. The technician replaced the power supply due to fluid was found inside the machine reaching the power supply. In addition, the field service engineer replaced the hard drive and verified the machine met amo specifications. An amo representative visited the clinic and gave additional training on operator's procedures. As a proactive measure, the machine was replaced and sent back to the manufacturing engineering for further evaluations. The manufacturing engineering found the max drive board needed to be replaced.

Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine gave a power supply error and stopped working. The clinic attempted to restart the machine and upon start up, the power supply error was displayed. The clinic used another phacoemulsification machine to complete the case. There was no patient injury reported.